Manufacturer narrative:
A bicycle accident causing high impedances was reported to abbott. Programming around the high impedances was not possible so the lead extension was replaced to reestablish effective therapy. No implants were returned for evaluation/disposal. Based on the information received, the cause of the high impedances were not attributed to implanted devices. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Note: only one of the leads was explanted and returned for analysis. It is unknown which serial number was explanted. Therefore, both the leads are being reported. The analysis of the explanted/returned lead was reported under manufacturer report number1627487-2020-30800

Manufacturer narrative:
(B)(6). Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30800. It was reported that the patient experienced ineffective therapy following an accident. Diagnostics revealed high impedances on the right side. Reprogramming was unable to resolve the issue. In turn, surgical intervention took place on (B)(6) 2020, during which intra op testing showed high impedances on the extension. As such, the extension was explanted and replaced with a new extension addressing the issue. Reportedly, adequate therapy was stored post operatively. Note: it is unknown which extension was explanted. As such, both extensions are being reported.